Event description:
Bilateral breast augmentation in 1975 with silicone breast implants. Patient complaint of painful contractioins and deformity including inferior displacement of nipples bilaterally with form mass in upper outer quadrant of right breast. Patient requested removal of silicone implants. Visual: right breast implant silicone leakage; unsure if implant was previously punctured or if this was an intraoperative event as the implant appeared quite attenunated and friable. Left breast implant also leaked during capsulectomy due to intraoperative puncture. Pathology impression: chronic inflammation and foreigh body giant cell reaction bilaterallyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily, invalid data, invalid data. Invalid data - on device destroyed/disposed of status.